Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc surmised that the nozzle was clogged by remained cellulose, silicon-rubber, chemical solution, etc., inside of the nozzle due to inappropriate reprocessing after previous procedure. The instruction manual of the subject device states appropriate method of reprocess of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4).(B)(4) checked the subject device and found the reported phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(4), it was found that the air/water nozzle was clogged with foreign material. Therefore there was the possibility that the insufficiently or incorrectly reprocessed subject device was used on next procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.